Event description:
During an in clinic follow up, it was noted the auto capture trends were not stable and the egms were showing capture despite logs of loss of capture. The auto capture function was programmed off and a fixed output was programmed to resolve the event. The patient was stable.